Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the clinical sales representative (csr), while offsite, reported being contacted about the erbe integrated electrosurgical unit (iesu) displaying errors m-11 and c-06. Logs indicated the presence of errors c-06, m-11, and m-18 on the erbe unit. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested performing a power cycle on the erbe, but the csr ended the call. A field service engineer (fse) would follow up on the issue. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed in the original configuration with the integrated electrosurgical unit (iesu). The issue was it was single ground pad option chose and not dual option and once corrected the issue was resolved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical generator unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure (iesu faults) was confirmed but nor replicated. The reported problem was confirmed using remote fe m-11 internal timeout. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using systems the unit energized, cauterized and recognized instruments. As a result of these findings the root cause could not be determined since the unit is an OEM product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation.

Event description:
Refer to h11 for follow-up information.